Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the large hem-o-lok clip applier instrument were not closing. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up but customer provided all the information already. There was no additional information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "tip not closing". The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.